Manufacturer narrative:
The devices reportedly utilised in this case were implanted in an off-label application in the USA. The bhr acetabular cup is FDA approved for us only with a bhr resurfacing femoral head. The hemi-head (large diameter cocr femoral head) is only approved for use by FDA when attached to a smith & nephew femoral stem for articulation on native bone, not on an acetabular component (bhr acetabular cup).

Event description:
It was reported that revision surgery was performed due to pain and heterotopic ossification of the left hip, and the patient had weakness of the legs and hips and fluid accumulations around the hip. During the revision surgery, it was reported that a synovectomy and capsulectomy of the left hip were also performed.